Event description:
It was reported that for the last 3 weeks, the controller had been screwing up on them. Patient said a couple of times, the implanted neurostimulator had been at 60% and all of a sudden it quit on them and was down to 0%. Patient said it took them 5 hours to recharge the implant again and another time they tried to recharge and it was at 70% and they turned stimulation off because they don't have it on when they go to bed at night and tried to turn it on in the morning and nothing would come on. Patient mentioned they had called their doctor 3 times last week to get something done about the issue, but this saturday morning when they went to turn the controller on, nothing came up. Agent asked, patient confirmed the controller was not unresponsive. Agent asked, patient said the controller would display a message that said the charger was not connected and to move the controller closer to the device, but nothing helped. Agent walked patient through resetting the controller by removing and reinserting li battery pack. Patient then connected recharger and reported seeing no device found. Patient pressed recharge and entered passive recharge mode. Patient reported seeing 10 0-100-100. Agent had patient move the paddle away from the implant and patient reported seeing 27-30-100 on the trying to recharge screen. Pt sees 100-100-100 when in passive recharge mode despite paddle being fully away from the implant. The issue was not resolved. A repair request was sent to replace the recharger. Patient stated when they tried calling their implanted doctor, it said the number no longer exists. Patient stated they tried to call their pain clinic, but pain clinic told patient they must get a referral from their primary care. Patient stated they were told they would get a call back from primary care the next day, but it had been a week and they never heard back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that the issue has been resolved after the recharger replacement.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.